Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 565 mg/dl. Reportedly, the customer ran out of needles and syringes and was unable to fill a new cartridge onto the pump. Customer obtained new needles and syringes and successfully filled a new cartridge to resume insulin delivery and address bg level.

Manufacturer narrative:
Device not returned.